Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The popping sound is the sound of arcing at the high voltage connections. The connections were cleaned and regreased as per normal maintenence. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 made loud popping sound during use. There was no adverse pt involvement reported. There was no pt information reported.